Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time; therefore, g3. Date received by manufacturer is the same as the date in d9. Returned to manufacturer. The reported confianza pro 12 guide wire and corsair pro xs microcatheter were returned for investigation. The returned confianza pro 12 guide wire was found with its coil pitch widened just distal to the mid solder (set at 13mm from the wire tip to fix the outer coil onto the core wire), where some tip polymer fragment detached from the corsair pro xs microcatheter was caught. The core wire and the outer coil of the guide wire was found fractured at approximately 8mm distal to the mid solder. Observation by scanning electron microscope (sem) found that the fracture end of the core wire had a relatively flat fracture surface with concentrically-patterned dimples, likely caused by rotational stress. The fracture end of the outer coil was found necked, which was a trace of ductile fracture. Measurement of the returned confianza pro 12 suggested that the core wire and the outer coil were detached at approximately 5mm from the wire tip. The returned corsair pro xs microcatheter was found with its tip torn off. The tip fracture end had helical cracks and traces of torsion, likely caused by rotational stress. Measurement of the returned corsair pro xs microcatheter suggested that the tip segment was torn off at approximately 1.5mm from the tip end. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the obtained information and investigation outcome, it was presumed that rotational stress generated with guide wire manipulation might have been locally applied while the distal segment of the confianza pro 12 guide wire had been caught by the heavily calcified lesion, causing the guide wire to be fractured. The widened coil pitch of the guide wire was likely attributed to tension generated with guide wire manipulation applied while the distal segments of the guide wire and the corsair pro xs microcatheter were caught due to the anatomical and lesion conditions. It was concluded that neither of the fracture or widened coil pitch was attributed to product quality. However, the returned subject device was too severely damaged to rule out that some tip fragment was left in situ. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] ~ do not use this microcatheter in advanced calcified lesion. ~ if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) ~ this microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunctions and adverse effects] ~ separation.

Event description:
It was reported that an asahi confianza pro 12 guide wire was used with an asahi corsair pro xs microcatheter for a severely flexous and heavily calcified chronic total occlusion (cto) in an unspecified coronary artery during a percutaneous coronary intervention (pci). During the procedure, the devices got detached. The procedure was successfully completed. The physician concluded that the fragments would be left in situ. It was informed that the patient was doing fine after the procedure.